Manufacturer narrative:
Device codes: 1528 labeled 2524 labeled. Internal file number (B)(4). Correction: device code 1546-labeled - removed. Evaluation summary: the device was received. Visual and functional inspections were performed on the returned device. The reported failure to cross and difficulty removing the device could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the balloon was not ruptured, as originally reported. The nc trek could not cross to the target lesion due to the patient anatomy. Resistance was met with the anatomy during device removal. No other device was able to cross. There was no significant delay in the procedure and no adverse patient effect. Additional percutaneous coronary intervention is scheduled for a future date. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that two non-abbott balloon dilatation catheters were used to treat the heavily calcified lesion in the mid to distal left anterior coronary artery (lad), but both ruptured due to the hard calcium. A cutting balloon was also inflated, but this also ruptured. The 2.5x15 mm nc trek was advanced without resistance to the vessel. When the nc trek was inflated it ruptured at 18 atmospheres with the first inflation. The procedure was aborted with sub-optimal treatment provided to the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.